Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 3.00 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified stent damage. Struts 1-12 from the proximal end of the stent were damaged and deformed. The crimped stent outer diameter of the undamaged section was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple kinks along the full catheter length. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 100% target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery (lad). A 3.00 x 38 synergy drug eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a 3.5 x 38 synergy. No patient complications were reported. However, returned device analysis revealed stent damage.